Manufacturer narrative:
No patient involvement. UDI: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs haifa u/s - (B)(4). Ge healthcare's investigation is ongoing at this time.

Event description:
The customer reported that they were attempting to startup the vivid s70 and it would not power up, and it appeared that the power supply failed. The doctor received a slight burn on the hand, a small red mark, when touching the power cord. Visual inspection of the power cord found a tear in the outer sheathing which also went through the inner insulation exposing the conductor where the cable meets the strain relief of the plug. The power cord was replaced.

Manufacturer narrative:
Gehc's investigation has completed. The investigation included obtaining additional information from the customer. This additional information noted the circuit breaker at the hospital tripped, the cord was pulled and the red mark on the hand (a minor severity burn) was from contact with the heated cable. There was no contact with the broken exposed wire and/or electricity. Therefore, the damage caused the cable to heat up resulting with a short circuit which tripped the facility circuit breaker. The customer returned the power cable to gehc, and gehc sent the cable to the supplier for analysis. The analysis by the supplier concluded the power cord was damaged from long-term bending of the cable and excessive mechanical force and/or a cut/pinch causing cable breakage. This in turn caused high resistance which heated the cable and ultimately it short circuited due to the breakage. There are no systemic issues related to design, manufacturing or labeling, and a trend analysis did not identify any cause for additional actions. Gehc's risk analysis shows the applied mitigations are verified and validated to be effective. There are no further practical mitigations available to reduce the risk, and hence the risk is reduced as far as possible (afap) within the clinical use scenario. The damaged power cord was replaced to correct this issue and no further action is being taken at this time.